Manufacturer narrative:
Investigation: visual inspection revealed that the upper half of the cold jaw silicone boot was detached and was not received. The jaws had some signs of clinical usage. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot peeling" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro silicone jaw boot cracked and fell into the pt. The piece was retrieved through the original incision using an un-powered replacement hemopro. The hospital did not report any pt effects. The product was returned.